Manufacturer narrative:
(B)(4).device evaluation: the reported condition was not confirmed. The assignable cause could not be determined. Additional: a batch review has been performed and there were no exceptions noted for the manufacturing of this product. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which the device infused too quickly into a patient. The infusor was filled with g 5% and 5 fluorouracil. The total fill volume was 96 milliliters. The device infused in 45 hours instead of the expected time of 48 hours. The device was carried at the level of the patient's waist. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.